Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead exhibited high thresholds and a loss of capture. Further investigation revealed that the lead had perforated the ventricle. The lead was repositioned and remains in use. During the repositioning, the patient developed a pericardial effusion, which necessitated the opening of the patient's sternum in order to remove a blood clot from the pericardium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.